Manufacturer narrative:
Additional information provided in b5, d9, and h3. Investigation results: the review of the complaint history revealed that the reported failure type represents a known event. A review of the device history record (DHR) is found to not be necessary due to the fact that the failure/complaint can be clearly attributed to the failure mode design. Based on all performed investigations/evaluations, the described event could be reproduced. The 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. As this type of pgm error can be caused by different causes, there is currently not a single root cause. A 9040.1 error usually leads to the termination of the treatment and to the stop of the machine. After restarting the device, the treatment could be continued and manual blood reinfusion should be possible. The 9040.1 error is considered within the scope of the product improvement. No hardware component is associated with this complaint therefore, no hardware/sample investigation was performed. There are no indications on the basis of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration. The residual risk is broadly acceptable.

Event description:
Additional information provided stated that the patient was undergoing continuous renal replacement therapy (crrt) due to having aortic valve endocarditis, renal failure and was in septic shock. During crrt treatment, the blood pump suddenly stopped and had a loud, whistling alarm with code 9046.1 (system error internal data transmission, inform service and turn off device). The alarm could not be bypassed so the patient was immediately disconnected. The patient¿s blood was not returned so the patient became hypotonic. The complaint device along with the blood were discarded. The patient was restarted on a new machine and treatment was continued. The patient quickly stabilized.

Manufacturer narrative:
Correction provided in h6.

Event description:
Additional information provided stated that the patient was undergoing continuous renal replacement therapy (crrt) due to having aortic valve endocarditis, renal failure and was in septic shock. During crrt treatment, the blood pump suddenly stopped and had a loud, whistling alarm with code 9046.1 (system error internal data transmission, inform service and turn off device). The alarm could not be bypassed so the patient was immediately disconnected. The patient¿s blood was not returned so the patient became hypotonic. The complaint device along with the blood were discarded. The patient was restarted on a new machine and treatment was continued. The patient quickly stabilized.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine had a communication failure (alarm code 9046.1) approximately 45 hours into a patient¿s continuous renal replacement therapy (crrt) and the machine stopped working. An attempt to restart the machine was unsuccessful. The patient¿s blood was not returned, and as a result they experienced approximately 500 ml of blood loss. The patient received fluid substitution. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully. The machine passed a t1 test and was reported to be fully operational but the issue was not resolved. The complaint device was reported to be available to be returned to the manufacturer for evaluation.